Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side "rupture and stitches". Device remains implanted.

Event description:
Patient reported a right side "rupture and stitches". Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03may2024.

Event description:
Patient reported a right side "rupture and stitches". Device was explanted.

Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: pain : unable to observe as it is a medical event that is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification : no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a right side "rupture and stitches". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted.